Event description:
Implant card received noting that the patient underwent a lead revision due to high impedance. The explanted lead has not been received by product analysis to date.

Event description:
The patient was found to have high impedance and then their device was disabled. The patient then had x-ray images taken and the images were received and reviewed. The generator is located at the patient¿s left chest below the 6th rib. The connector pin cannot be seen coming through the second connector block due to the angle of the image. But the notch on the lead pin is seen to be within the two connector blocks and the placement of the back of the lead pin further confirms the lead pin in fully inserted. The filter feedthrough were confirmed to be intact. Only chest images were provided with no view of the patient's full neck region. Therefore, no assessment could be made regarding strain relief. A portion of the lead body was seen to be twisted in the chest area right above the generator. One tie down was visible, but placement does not seem to be per labeling as it is placed on the lead body in the chest near the generator and not in the neck region. There was not a portion of the lead that appeared to be routed behind the generator. The cause of the patient¿s high impedance is likely due to patient manipulation, as the lead is seen to be twisted in the chest area near above the generator. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. From the x-ray review, it appears that the patient is a twiddler as the lead is seen to be twisted. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the explanted lead was discarded.